Event description:
It was reported that the patient presented to the clinic for a routine follow-up. The right ventricular lead exhibited loss of capture and sensing. A chest x-ray revealed that the lead was dislodged. The lead was capped and replaced on (B)(6) 2014. The patient was fine during and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.